Event description:
It was reported that the day of implant, the ventricular lead exhibited oversensing, which resulted in an aborted shock due to oversensing. No additional oversensing was observed beyond the day of implant. A grommet issue was suspected. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - ventricular nst=175 ms on (B)(4) 2012 13:45:39. One (1) - lfp high rate-ns = 192 ms average v-cycle on (B)(4) 2012 13:45:39. One (1) - vf=180 ms average v-cycle on (B)(4) 2012 13:46:30. Sensing - interference/noise: ventricular short interval count v-sic=42 counts, in 0.75 day, between (B)(4) 2012 13:44:56 and (B)(4) 2012 07:39:09.